Event description:
It was reported that during an ablation procedure, the user experienced cold pixels. The laser power was lowered. It was noted that the physician performed a biopsy prior to the ablation procedure and also flushed the biopsy with a solution. There were no patient complications reported in relation to this event.

Manufacturer narrative:
The cold pixel phenomenon was confirmed during the case.